Event description:
The customer reported approximately one hundred (100) milliliters of clear diluent leaked from the instrument and onto the counter and floor during sample analysis involving the coulter lh 780 hematology analyzer. Patient results were not impacted. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the event. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Quality control (qc), performed prior to and after the event, was within range. The customer has an exposure control/risk management plan in place at the facility.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue by replacing the tubing to the upper restrictor. The instrument was in operation. (B)(4).